Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system instructions for use states: although the safety and effectiveness of treating more than one lesion per coronary artery with xience alpine stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. The investigation determined that the reported difficulties appear to be related to the use error as it is likely the device interacted with the previously implanted stent during advancement resulting in the reported failure to advance, difficult to remove and material deformation (flared stent). There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery. First, an unspecified stent was implanted in the left main and proximal lad. Then, a 2.75 x 23 mm xience alpine stent was advancing to the mid lad when it failed to cross due to the previously implanted unspecified stent. The xience alpine stent was removed with resistance due to the previously implanted unspecified stent and it was noted that the proximal edge of the xience alpine stent became flared. The procedure was successfully completed with a 2.5 x 23 mm unspecified stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.